Manufacturer narrative:
Other, other text: additional information received 16-march-2021: how was the issue discovered? The patient felt pain the place where he had the port. What date was the port removed? Port removed (B)(6) 2020. What procedure was used to remove the port? Urgent operation in cath lab. Will catheter be removed? Yes, it was removed. What procedure? Urgent operation in cath lab.

Event description:
Additional information received 16-march-2021.

Event description:
Customer stated "we have one more complication from today. It looks very similar like previous one".

Manufacturer narrative:
Other, other text: , corrected data: product code and common name

Event description:
It was reported that a customer had a complication while using a smiths medical implantable port. No adverse patient effects were reported.